Event description:
The customer reported a defective iris pot. The patient was on the table and under anesthesia. The system worked after reboot. The patient was not injured.

Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use.